Event description:
During a neurological intracranial examination the system turned off on its own. It was impossible to proceed with the exam. The system had to be rebooted with took approximately 12 minutes. During the system reboot it was impossible to control potential complications related to the interventional procedure. There are no reported injuries associated with this incident. No adverse consequences to the patient's state of health were reported. This incident occurred in (B) (6).

Manufacturer narrative:
The incident occurred in (B) (6). On (B) (6) 2008, several system components were exchanged and were returned to the factory for root-cause analysis. On (B) (6) 2008, the system was tested by local service and returned to the customer. The reported failure did not reappear since the service intervention. The system performs according to the specifications.